Event description:
The customer reported that the insulation boot on the device was torn during the procedure. A piece of the insulation fell into the pt cavity and was not retrieved.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for eval. Add'l questions in regard to the incident have also been asked. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.